Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Customer reports the pod is leaving irritation marks after removal. At the site where the pod is placed, patient is experiencing rashes, bumps, welts and forms purple scabs. The size of the affected area is the same size of the adhesive/pod area. The patient was diagnosed with dermatitis and prescribed a prescription topical cream and benadryl. Pod worn longer than 48 hours.